Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient outcome and action taken with pd therapy were not reported. On the same day as the onset, the patient was hospitalized for the event. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the cause of the peritonitis was due to food poisoning. On an unknown date, the patient was treated with vancomycin injection (intraperitoneal, discontinued) and ceftazidime (intraperitoneal, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued. At the time of this report, the patient recovered from the event and was discharged from the hospital. Based on additional information received, the baxter unknown pd disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.